Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level increased to approximately 280-333 mg/dl after more than 72 hours of pod wear on the abdomen. She further reported that the pod adhesive was not adhering well to the skin. Upon pod removal, the cannula was observed to be bent. The mother applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.